Event description:
Consumer complaint of low blood results. Customer states that his expected results are 131mg/dl-137mg/dl. Customer confirms the strips expire 04/28/2017 and first started using the strips and meter two months ago. Check memory for previous results: run back to back test-customer is not fasting:154mg/dl and 166mg/dl. Customer feels fine and does not require medical attention. No adverse event reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with e-4 error shown on display. Further investigation showed foreign material in strip connector. Most likely underlying root cause of malfunction: user abuse.